Manufacturer narrative:
Add'l info has been requested. Device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.

Event description:
During an orif right inter-trochanteric fracture procedure, the surgeon set up the construct and inserted the nail; as surgeon was inserting the helical blade inserter, it would not advance to the nail and the construct was taken off. Surgeon used extraction device to back up the set screw as it was in the down position. Surgeon then was able to advance the blade and found it was a little more anterior than he would have liked. The procedure was completed. The procedure took 30 mins longer than usual.